Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: the pump powered on with vibratory and audible features. There were several partial delivery, user aborted warnings observed in the pump history at the same time as the 0.00 unit boluses. The meter was not returned with the pump, so a test meter was used and exercised for 24 hours; there were no 0.00 unit boluses recorded at that time. A10 u bolus was successfully performed from a test meter to the pump with no errors. A normal 10u bolus and a 10u audio bolus were successfully performed and both were accurately recorded in the pump history. No hypersensitivity to the keys were observed on the keypad. Unrelated to the original complaint, the display screen had a dim/pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump had several 0 unit ghost boluses in the history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.